Event description:
Related manufacturer reference number: 2017865-2021-12373. It was reported that interrogation of the implantable cardioverter defibrillator revealed that there were episodes of ventricular fibrillation and an episode of supraventricular tachycardia with visible undersensing noted. Additionally there was right ventricular lead noise seen, which did not lead to inhibition of therapy. There was also functional undersensing seen due to small and variable amplitude ventricular signals that were below the maximum sensitivity. The anti-tachycardia pacing that the device delivered was not successful in numerous episodes. The shock that the device provided appeared to successfully convert the rhythm.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Analysis was normal. No anomalies were found.